Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring was unresponsive. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on (B)(6) 2024 and observed the navigation ring issue. The asp replaced the white front bezel with navigation ring to resolve the issue. Following the replacement of the white front bezel with navigation ring, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.